Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient stated he experienced syncope and therapy from his device. The patient also stated that he had already discussed the issue with his physician. No additional adverse patient effects were reported. The device remains in service.